Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included brain operation and neurologic disorder nos. Concurrent conditions included body mass index normal, menses irregular, paratubal cyst, adhesion, chronic salpingitis and uterine fibroid. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type: multiple skin breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), cerebrovascular accident ("other injuries or complication please describe: stroke") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("migration o essure device location of device: uterus") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), mood swings ("hormonal changes: mood swings") and headache ("headaches"). The patient was treated with surgery ((bilateral salpingectomy and hysteroscopy polypectomy), essure removed on (B)(6)2018 and performed brain surgery). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, psychological trauma, fatigue, tooth disorder, mood swings, migraine, device expulsion, nausea, weight increased, alopecia, cerebrovascular accident, uterine haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, rash, urinary tract infection, cystitis, vaginal discharge, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cerebrovascular accident, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2008, 2009 received treatment for migration, bladder/urinary problems bladder infection , uti diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: results of essure confirmation test? Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received. New reporters added. New events abnormal bleeding (vaginal), migraines / headaches, migration o essure device location of device: uterus, nausea, weight gain, hair loss, stroke, uterine bleeding, lower abdominal pain were added. Outcome of the events skin conditions-multiple breakouts, abnormal vaginal bleeding, vaginal discharge, headaches were updated. Medical history, concomitant conditions were added. Lab data added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included brain operation and neurologic disorder nos. Concurrent conditions included overweight, menses irregular, paratubal cyst, adhesion, chronic salpingitis and uterine fibroids. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type: multiple skin breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), cerebrovascular accident ("other injuries or complication please describe: stroke") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device expulsion ("migration o essure device location of device: uterus") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), mood swings ("hormonal changes: mood swings") and headache ("headaches"). The patient was treated with surgery ((bilateral salpingectomy and hysteroscopy polypectomy), essure removed on (B)(6) 2018 and performed brain surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, psychological trauma, fatigue, tooth disorder, mood swings, migraine, device expulsion, nausea, weight increased, alopecia, cerebrovascular accident, uterine haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, rash, urinary tract infection, cystitis, vaginal discharge, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cerebrovascular accident, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009 received treatment for migration, bladder/urinary problems bladder infection , uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: results of essure confirmation test? Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('gen. Abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti"), cystitis ("bladder/urinary problems bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dermatitis allergic, psychological trauma, vaginal discharge, fatigue, tooth disorder, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, urinary tract infection and cystitis had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009 received treatment for migration, bladder/urinary problems bladder infection, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnormal bleeding, allergy rash/skin condition, psych injury, migration, bladder/urinary problems bladder infection, uti, vaginal discharge, other injuries/symptoms fatigue, dental problems, hormonal changes, headaches, plaintiff did not undergo essure confirmation test were added. Outcome for events added. Plaintiffs information, essure dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.